Event description:
Caller reported a malfunction on the pump, which displayed a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reappeared.